Event description:
Patient had issue with battery cap. Patient did not miss any doses and a new cap was sent as a replacement. No further information. Did the reported product fault occur while in use with the patient? No; is the actual device available for investigation? No; did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.